Event description:
According to the reporter, intra-operatively, during the operation, the reload could not be fired, causing a little blood oozing from the lung tissue and prolonging the operation time. Another reload was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.